Event description:
Probe would not give a successful priming cycle.

Manufacturer narrative:
The product will not be shipped for evaluation. It is not possible to determine the assignable cause for the priming issue. Insufficient information for a complete investigation. The DHR for lot 05113-01 was reviewed. The part met manufacturing specifications before release and there were no issues related to the complaint. There were (B)(4) units released for lot 05113-01. There were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4). No significant trends were observed.